Manufacturer narrative:
Occupation updated from health professional to physician. (B)(4).

Event description:
It was further reported that the procedure was completed with a different device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and 33mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but did not meet release criteria. During the full recapture of the closure device the tip of the was became slightly kinked. No patient complications were reported and the patient status is stable.